Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer cubie was failed and was not closing fully. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter state e1.- (B)(6). Initial reporter zip e1.- (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 2 had failure and was not closing fully. A technical support specialist verified that a field service engineer (fse) was dispatched. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie drawer was failed and not completely closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.